Event description:
In 2005 the facility contacted baxter technical services to report a meridian hemodialysis instrument that had repeated ufc calibrations without alarming. The customer was advised to look at the volume sensors over a longer period of time and to do a wet test to look at the volume sensor operation during periods of high and low tmp ranges. Tehre was no pt injury or medical intervention reported in association with this incident.